Event description:
The customer reported the fluoroscopic image was intermittently unable to be viewed requiring a system reboot to regain functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was recovered by rebooting. Onsite investigation revealed that no cause could be determined but was likely attributed to fluctuating power. The system was tested and found to be working as intended and put back into service and will be monitored for future issues. No conclusion can be drawn as add'l service info is unavailable at this time.